Event description:
It was reported that the device froze on the wire. An agent dcb 3.50 x 20mm was selected for use for treatment of the moderately calcified and tortuous target lesion, which was located in the left circumflex (lcx). After the device was loaded on to the non-boston scientific guidewire, the physician felt the agent device seize to the wire. They pulled on the balloon and both the balloon catheter and guidewire came out of the patient. Another agent balloon was used to successfully complete the procedure. There were no patient complications.

Manufacturer narrative:
The returned product consisted of the agent dcb balloon catheter. Visual inspection of the device showed the mid shaft was kinked 3.7cm proximal to the guidewire exchange port. Microscopic analysis further revealed a puncture on the inner lumen 44mm distal from the bumper tip of the device. During a wire insertion test, the device could not be loaded on to the test wire due to the puncture on the inner wire lumen. Regarding the puncture hole in the inner wire lumen, it is likely that excessive force was used when loading the non-boston scientific guidewire causing a puncture on the inner wire lumen. The mid shaft kink was likely caused by excessive force being applied to the device however it is unknown when the kink had occurred. This investigation is assigned a most probable investigation conclusion code of adverse event related to procedure.

Event description:
It was reported that the device froze on the wire. An agent dcb 3.50 x 20mm was selected for use for treatment of the moderately calcified and tortuous target lesion, which was located in the left circumflex (lcx). After the device was loaded on to the non-boston scientific guidewire, the physician felt the agent device seize to the wire. They pulled on the balloon and both the balloon catheter and guidewire came out of the patient. Another agent balloon was used to successfully complete the procedure. There were no patient complications.